Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the console device had low rotations per minute (rpm) and would not go over 65,000 rpm. The reporter stated that the console definitely ran at 65 rpm. It was not reported if there were any delays in the surgical procedure. It was reported that the procedure was successfully completed with the same drill. After the procedure, multiple hand piece devices were plugged into the console device and it continued to top out at 65 rpm. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which determined the unit passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.